Event description:
The customer observed a non-reproducible, falsely elevated vitros tropi es result for a single patient sample processed on a vitros 5600 integrated system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The tropi es result was reported outside the laboratory. A corrected report was sent to the physician and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated trop I es result occurred on a single patient sample processed on a vitros 5600 integrated system. The investigation also determined that the customer had processed the patient samples outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, an ocd field engineer performed multiple service actions to multiple subsystems of the vitros 5600 analyzer to return the instrument to expected operation. A definitive root cause could not be determined, however, the possibility of an analyzer malfunction and the effect of sample processing could not be ruled out as potential root causes.